Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information cannot be anticipated. (B)(4).

Event description:
A health professional reported that viscoelastic product was used during a routine cataract procedure. At one day post-op evaluation, the patient exhibited severe vision loss with the appearance of retinal ischemia and infarction. Additional information cannot be anticipated.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).